Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim, and gastrointestinal/pelvic floor therapy. It was reported that they wanted to contact their healthcare professional because the device never worked to resolve symptoms. They still go to the bathroom every 30 minutes, and do not feel stimulation. They felt stimulation at the office, but not when they got home unless they were walking through security scanning doors. The patient said their healthcare professional told them they were going to need to reprogram the ins. The patient was redirected to follow up with their healthcare professional.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back reporting ongoing concerns with therapeutic effect. They had seen their doctor after their previous call and "it got a little better" but it is still not working right and patient feels it never has. The patient also had questions regarding MRI eligibility. Reviewed information. The patient indicated they needed an MRI of the head but was not able to have one because they did not have MRI mode on their programmer. Patient reported they have a 3037 programmer and ps reviewed this does not have MRI mode and patient will need to turn therapy off prior to MRI of the head. Patient stated they need other areas of their body scanned and asked how to upgrade to full body eligible. Reviewed this required system removal or replacement that patient will need to discuss with their physician. Transferred patient to prs per request for new ID card.

Event description:
The patient called back reporting ongoing concerns with therapeutic effect. They had seen their doctor after their previous call and "it got a little better" but it is still not working right and patient feels it never has. The patient also had questions regarding MRI eligibility. Reviewed information. The patient indicated they needed an MRI of the head but was not able to have one because they did not have MRI mode on their programmer. Patient reported they have a 3037 programmer and ps reviewed this does not have MRI mode and patient will need to turn therapy off prior to MRI of the head. Patient stated they need other areas of their body scanned and asked how to upgrade to full body eligible. Reviewed this required system removal or replacement that patient will need to discuss with their physician. Transferred patient to prs per request for new ID card.

Manufacturer narrative:
H2: additional information was received on 2022-oct-13. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient called back stating they would like assistance getting in touch with the assistant of their managing physician with the interstim implant. Upon further discussion it appeared patient was speaking about a manufacturer representative (rep) named, not a physician. Reviewed role of field staff. Patient ask that the rep be contacted regarding concerns and request to locate a new managing physician in little rock. Email sent to the field rep. Patient provided reference number but didn't provide any information regarding the manufacturer letter. The patient needed to get their machine reset or something, it is not working.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.